Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and embedded device ('sectioning the anterior myometrium there is a curled wire') in an adult female patient who had essure (batch no. 763646-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, oligohydramnios, vaginal delivery and abdominal pain. Concurrent conditions included cramp in lower abdomen and cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal, chronic") and genital haemorrhage ("general abnormal bleed"). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy and hysterectomy, bilateral salping/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and allergy to metals had resolved, the embedded device outcome was unknown, the vaginal haemorrhage, menorrhagia and anxiety was resolving and the depression had resolved with sequelae. The reporter considered abdominal pain, allergy to metals, anxiety, depression, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, chronic, general abnormal bleed, nickel allergy. Essure confirmation test: unknown (discrepancy noted). Patient's address - (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: pelvic pain and nickel allergy. Lot number reported (763646) is not valid. Most recent follow-up information incorporated above includes: on 26-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and embedded device ('sectioning the anterior myometrium there is a curled wire') in an adult female patient who had essure (batch no. 763646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, oligohydramnios, vaginal delivery and abdominal pain. Concurrent conditions included cramp in lower abdomen and cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal, chronic"). The patient was treated with surgery (total laparoscopic hysterectomy.bilateral salpingectomy and hysterectomy, bilateral salping/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and allergy to metals had resolved, the embedded device outcome was unknown, the vaginal haemorrhage, menorrhagia and anxiety was resolving and the depression had resolved with sequelae. The reporter considered abdominal pain, allergy to metals, anxiety, depression, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, chronic, general abnormal bleed, nickel allergy. Essure confirmation test: unknown (discrepancy noted). Patient's address -(B)(6) (discrepancy noted as per current pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: pelvic pain and nickel allergy. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received :event sectioning the anterior myometrium there is a curled wire was added, reporter information, lot number and expiration date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and embedded device ('sectioning the anterior myometrium there is a curled wire') in an adult female patient who had essure (batch no. 763646-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, oligohydramnios, vaginal delivery and abdominal pain. Concurrent conditions included cramp in lower abdomen and cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal, chronic") and genital haemorrhage ("general abnormal bleed"). The patient was treated with surgery (total laparoscopic hysterectomy.bilateral salpingectomy and hysterectomy, bilateral salping/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and allergy to metals had resolved, the embedded device outcome was unknown, the vaginal haemorrhage, menorrhagia and anxiety was resolving and the depression had resolved with sequelae. The reporter considered abdominal pain, allergy to metals, anxiety, depression, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, chronic, general abnormal bleed, nickel allergy. Essure confirmation test: unknown (discrepancy noted). Patient's address - (B)(6) (discrepancy noted as per current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via plaintiff fact sheet: pelvic pain and nickel allergy. Lot number reported (763646) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, oligohydramnios, vaginal delivery and abdominal pain. Concurrent conditions included cramp in lower abdomen and cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy, bilateral salping.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and allergy to metals had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, chronic, general abnormal bleed, nickel allergy. Essure confirmation test: unknown (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events pain abdominal chronic, general abnormal bleed, nickel allergy added. Suspect drug stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.